Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device history record has been reviewed. No discrepancies were found. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the product endobon xenograft did not integrate. Endobon placement performed the (B)(6) 2018 and the product removal performed on (B)(6) 2018.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted relay additional information. Concomitant medical products and therapy date detail of product: ref: og3040 - osseoguard tm resorbable collagen membrane 30 x 40 - cm3n17m3 . According to the available data, the exact root cause of the event is likely the short delay between the implantation and the removal of the endobon, which did not enable the product to osseointegrate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00211.